Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/19/2016, the patient reported being hospitalized on (B)(6) 2016 with high blood glucose and heart failure. No further information as provided at that time. Animas medical surveillance followed up with the patient by telephone on october 11, 2016. The patient stated they had been hospitalized in the intensive care unit for a total of six days and then two days in medical ward before being discharged to home. The patient stated they had been admitted to the hospital with hyperglycemia with blood glucose >600 mg/dl as reading showed high on the meter. The patient stated they had no other symptoms of hyperglycemia. The patient reports also having heart failure. The patient reported being put on insulin injections and IV fluids and was discontinued from insulin pump therapy while in the hospital. The patient stated they have not resumed insulin pump therapy since. The patient is dosing insulin via insulin pen now. The patient stated they also had a diagnosis of heart failure during this hospitalization. Patient could not say for certain whether or not the pump was malfunctioning at the time medical surveillance spoke with them. The patient stated they no longer had the insulin pump in their possession and had turned it over to their diabetes nurse. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2018 with the following findings: review of the pump history revealed several manual suspension and resume events on (B)(6) 2017. The total daily dose basal history record for (B)(6) 2017 indicated there was a power interruption for an unknown reason with delivery resuming (B)(6) 2017. The total daily doses added up correctly to reflect the user¿s programmed basal rates. The pump was exercised for 24 hours without issue. The pump passed delivery accuracy testing with delivery defects. The insulin pump was found to be delivering within the required range and delivering accurately. No errors, alarms, warnings or power interruptions occurred during the investigation. Investigation did not duplicate the complaint.